Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 444 mg/dl, 380 mg/dl, 341 mg/dl, 183 mg/dl, 141 mg/dl, and 145 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.